Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. It was noted that the patient had been undergoing radiation therapy. After a device code download, normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.